Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. Prior to the procedure, the patient had a very patulous cervix, a very dilated external os, and a severely retroverted uterus. According to the complainant, the physician experienced difficulty reaching the entire cavity of the patient during the procedure, and subsequently performed a diagnostic hysteroscopy with satisfactory findings. The physician continued the procedure without issue and proceeded to the ablation phase. During ablation, the sheath was moved repeatedly in order to target certain areas due to the patient's unusual anatomy. Eight minutes into the ablation, a fluid loss was detected. Fluid was observed leaking from the cervix. The procedure was aborted and the device was manually advanced to the cool-down phase. Further examination revealed patient burns to the cervix, vagina, and outer labia. The physician did not classify the burns. The patient was prescribed unspecified pain killers, burn cream, and lidocaine topical gel. According to the physician, the patient is currently "fine." Attempts to obtain further information from the clinician have been unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date cannot be determined the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.